Manufacturer narrative:
Laboratory analysis summary the device related to the reported events capsular contracture was received on july 12, 2024. With lot number 2854061. Based on the product analysis performed, the assessments of the complaints are capsular contracture: unable to observe. As per the investigation procedure, deformation and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported " capsular contracture grade IV¿. This record is for the left side. The device has been explanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 d6b d9 h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade IV.

Event description:
Healthcare professional reported " capsular contracture grade IV¿. This record is for the left side. Device remains implanted.